Event description:
Per the clinic the patient experienced a perfomance decrement resulting in the decision to explant the device the device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.the manufacturer became aware upon receipt of the explanted device on (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).